Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter stated that a 12.6mm micl12.6, -14.5 diopter, implantable collamer lens was removed from the patient's right eye (od) and replaced due to wrong size. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.